Manufacturer narrative:
Additional information has been requested, although the device is not returning for investigation.

Event description:
It was reported that there was disc lucency and collapse of m6-c disc after patient had a fall and had neck pain, incidental finding.

Event description:
It was reported that there was disc lucency and collapse of m6-c disc after patient had a fall and had neck pain, incidental finding.

Manufacturer narrative:
Additional information has been requested, although the device is not returning for investigation. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.60. - device damaged/broken leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted. Rmf 0003 rev 39 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 39 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates. Leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. It was reported that there was lucency and collapse of m6c disc after patient had a fall and had neck pain. Radiographic images were provided for review. Lateral CT shows the cervical spine with disc replacement at c4/5, fusion at c5/6 and another disc replacement at c6/7. The fusion appears to have healed. The replacement at c6/7 appears appropriately sized and place with height retained. No radiolucency noted at this level. The c4/5 level shows radiolucency around both endplates and collapse of the disc. The c4/5 replacement also appears to have possibly fractured. Intra-op image shows the disc replacement at c4/5 has been removed. The fusion at c5/6 has healed and the implant at c6/7 appears normal with no obvious radiolucency. Microbiology/pathology reports and results were not provided. The device was not returned and therefore examination of the explant could not be completed. With the information provided, it is likely the patient fall/trauma contributed to the product experience. Should additional information be provided, the pe will be reopened, and the investigation amended.